Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 23-sep-2022, expiration date: 01-sep-2032, part number: 04.038.380s, tfna fenestrated helical blade 80mm -sterile, lot number: 1600p50 (sterile), lot quantity: (B)(4),. Note: helical blade was manufactured by elmira; lot numbers 1436p07 qty (B)(4) and 1492p06 qty (B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Most relevant imdrf annex g code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The date of initial surgery was (B)(6) 2023. An x-ray taken 3 months after surgery showed no abnormality, but 6 months after surgery, the patient complained of pain and was x-rayed again, which revealed a cut-through, and a removal surgery was performed on the same day. The previously treated femoral trochanteric fracture appeared to have achieved bone union, but this time a femoral neck fracture was also found. Considering the patient's age and general condition, the surgeon is planning to perform follow-up observation only by removing the blade. According to the patient's family, the patient was living on a walker and had fallen several times. However, it is unknown if those falls were a direct cause of this event.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that unknown date in last year, 2023, the patient underwent implanting of tfna implant. From someday, a blade cut through a bone, and thus, on (B)(6) 2024, the only blade was removed, thereby recovery process is supposed to be observed from now on. The revision surgery was completed without any surgical delay. At present, a reason why the event occurred is unknown. No further information is available. This report is for one (1) tfna helical blade perf l80 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.